Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level over 500 mg/dl and moderate ketones. The cause of the high bg was unknown. A manual insulin injection was administered to address bg level. Additional information was not provided. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, the customer did not respond.